Event description:
It was reported that a kink occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 33mm watchman laa closure device & delivery system (wds) was inserted into the was and snapped together. When they were up in the laa, the closure device was deployed. The closure device needed to be recaptured, so during the full recapture, both the was and wds kinked. The closure device was successfully fully recaptured with no issue other than the kink. Both the was and wds were removed from the patient. A new was and a new 30mm wds were used to successfully complete the procedure. There were no other issues nor any patient complications that occurred.

Manufacturer narrative:
The returned product consisted of a watchman access system. The device was bloody. Analysis of the tip, sheath, and hub/valve included microscopic and visual inspection. Inspection revealed a kink in the sheath located 5cm and 5.5cm from the tip, and tip damage(torn/delamination/bent/stretched/abrasions). Inspection of the rest of the device found no other damage or defects.

Event description:
It was reported that a kink occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 33mm watchman laa closure device & delivery system (wds) was inserted into the was and snapped together. When they were up in the laa, the closure device was deployed. The closure device needed to be recaptured, so during the full recapture, both the was and wds kinked. The closure device was successfully fully recaptured with no issue other than the kink. Both the was and wds were removed from the patient. A new was and a new 30mm wds were used to successfully complete the procedure. There were no other issues nor any patient complications that occurred.